Manufacturer narrative:
This report is for an unk - screws: locking trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent removal of one (1) femoral reconstruction nail, one (1) variable angle locking compression plate (lcp) curved condylar plate, two (2) proximal locking screw, two (2) distal locking screw and ten (10) unknown screws due to possible infection. The patient status and procedure outcomes are unknown. This is report 03 of 06 of (B)(4).